Event description:
It was reported that during the arthroscopic stabilization of the graft in the tibial tunnel, the securing suture broke, necessitating the use of another implant. The surgeon decided to change the method of graft fixation, to a 9x30 peek screw which was used according to the technique (tibial tunnel width 9.5mm), but the screw was seated too loosely in the tunnel, requiring the use of a different implant to finish the surgery successfully. Per complaint reporter there was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-4030p-09 batch 15407806 was received for evaluation. Visual inspection identified slight bending of the returned peek screw threads. The most likely cause of the reported failure is use error, including improper bone preparation and/or improper surgical technique associated with the device. Additionally, failure to fully seat the screwdriver within the screw may result in incomplete engagement and potential implant damage. Refer to dfu-0111-eo revision 3 -interference screws section g. Precautions. 5. Bio cortical and delta tapered interference screw only: insert the screwdriver into the screw to a fully seated position. Failure to engage the screw completely may result in damage to the implant.